Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap, that had a leak of doxorubicin through the bottom part of the spiros during an IV push administration while connected to a 30ml syringe. There was patient involvement and no adverse event.